Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section was broken, light transmission was lost or too low, the fiber bonding in the outer tube area and the cover glass of the insertion section were damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ligh guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope exhibited dark image, and the cold light cable appears to be defective. Found during reprocessing, there were no reports of patient involvement.